Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 179.00mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Measured ventricular pulse noise on the bench at 42.00mv. Failed atrial pulse noise test, 110.73mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 50.00mv. Logs analyzed, no errors found. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the main printed circuit board (pcb) was out of specification and the hanger assembly was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged ports. The epg was returned for service. There was no patient involvement.